Event description:
The patient was enrolled into the champion af study on (B)(6) 2021 and the index procedure was performed 23 days later. It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device with delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 22.5 mm. The patient was placed on aspirin and apixaban oral anticoagulation (oac) medication regimen and discharged. 957 days post index procedure, the patient presented to the hospital for dizziness from a day prior to presentation and was hospitalized. Heparin medication therapy was initiated, and the patient had been on aspirin at the time of the event. A magnetic resonance imaging (MRI) of the brain was performed and a diagnosis of ischemic stroke was given. Modified rankin scale (mrs) score was found to be 1 (not significant) and nih stroke scale score was found to be 0. A transesophageal echocardiogram (tee) at the protocol 4-month routine checkup had revealed the closure device had a complete seal and no evidence of thrombus. No further interventions or patient complications were reported. It was further reported the patient had also presented to the hospital with ataxia, anxiety, dyspnea, insomnia, and headache. A computed tomography (CT) scan of the head revealed 1.5 cm focal low-density region in the right cerebellum, differential to include small infarct, potentially acute versus mild edema from small cerebellar mass. A CT angiography of head and neck was performed with evidence of evolving multifocal mid and inferior right cerebellar infarcts. The patient has fully recovered with sequalae, and heparin was stopped, while clopidogrel medication was started in response to the event. It was further corrected that the onset of stroke symptoms was from two days prior to presentation at the hospital, not one day prior.

Manufacturer narrative:
B5: information added. B3: date of event corrected.

Event description:
The patient was enrolled into the champion af study on (B)(6) 2021 and the index procedure was performed 23 days later. It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device with delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 22.5 mm. The patient was placed on aspirin and apixaban oral anticoagulation (oac) medication regimen and discharged. 957 days post index procedure, the patient presented to the hospital for dizziness from a day prior to presentation and was hospitalized. Heparin medication therapy was initiated, and the patient had been on aspirin at the time of the event. A magnetic resonance imaging (MRI) of the brain was performed and a diagnosis of ischemic stroke was given. Modified rankin scale (mrs) score was found to be 1 (not significant) and nih stroke scale score was found to be 0. A transesophageal echocardiogram (tee) at the protocol 4-month routine checkup had revealed the closure device had a complete seal and no evidence of thrombus. No further interventions or patient complications were reported.